Event description:
Notified by fmc product complaint of an internal "blood leak" of a reused dialyzer (use # 12). Apparently blood was detected in the dialysate. Further details were provided by the nursing director. The pt was not reinfused, as a result lost approximately 250 cc without adverse effect. Complete blood count was stable with no change in blood count. The dialysis treatment was restarted with another dialyzer without incident. MDR filed due to blood loss reported. No medical intervention was indicated.